Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of failure to release from catheter. Block h11: investigation results the resolution 360 clip was not returned for analysis. The device was contaminated; therefore, a technical analysis could not be performed. Media was provided and showed evidence of the difficulties encountered when the healthcare professional was attempting to release the clip. Additionally, media was provided showing the device's pouch. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of clip failure to release from catheter was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A labeling review was performed and the IFU contains detailed device information and instructions for use. There is no evidence that the device was improperly used according to the IFU, and there is no evidence of any issues with the translation, wording, or graphics of the IFU/labeling information. With all the available information, there is evidence of problems related to the reported issue of clip failure to release from cather and handle difficult to actuate, from the media provided there was difficulties during the full deployment. Contributing factors could be due to the tortuosity of the colon. It is also necessary to analyze the device to determine whether any contributing factors are related to its performance or condition. Based on all additional information, the most probable root cause assigned is unable to exclude device problem.

Event description:
Note: this report pertains to one of three devices used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure performed on (B)(6). During the procedure, the handle was difficult to actuate and thus the clip failed to release from the catheter. They pushed the handle up and down until the clip was released from the patients mucosa. The procedure was completed with another clip. There were no patient complications reported as a result of this event.